Manufacturer narrative:
We were unable to fully investigate this incident as the sample was discarded. However, the saf-t-intima instructions for use states: the use of this prouct with power injectors may cause catheter leakage or product damage.

Event description:
The catheter was inserted into the patient's vein and during injection of contrast the catheter tubing separated from the unit spraying contrast all over. The catheter tubing became embedded under the patient's skin. The clinician was able to pull out the catheter tubing without incident. The reporter stated that they did use a power injector with the unit.